Event description:
It was reported that the haptics of the intraocular lens (iol) were bent. No further information was provided.

Manufacturer narrative:
Section a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted; give date: unknown/not provided. Section d6b: if explanted; give date: unknown/not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information and corrected data: this supplemental filing is to update the following fields per new information received: section b5 - describe event or problem: through follow up we learned that the haptic of the lens bent during cataract surgery. Therefore, the lens came into contact with the patient's eye. The lens has been discarded. Section h6: type of investigation: 4115 - device discarded. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.